Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use laser fiber was used during a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl 4007 console. According to the complainant, during the procedure, the laser fiber broke at the sma connector. The procedure was completed with a different laser fiber. There were no adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.